Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2024. The patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn longer than 48 on the leg. Symptom reported include hyperglycemia, lethargy, vomiting and ketones. The patient was treated with intravenous fluids and subcutaneous insulin. The patient was released the same day after 6 hours.